Event description:
During follow-up, atrial undersensing was observed. It was also noted there was far r wave oversensing resulting in automatic modes witch episodes in a previous follow-up appointment. The device was previously reprogrammed to resolve the oversensing. Abbott technical support was contacted and additional reprogramming is anticipated to be performed. No additional intervention has been performed at this time. The patient was in stable condition.